Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and was able to reproduce the reported malfunction. The fse properly inserted the unit into the cart and fixed the power cord reel. The cable was put into the guide. The internal battery was replaced. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit does not turn on and does not enter the network cable.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit does not turn on and does not enter the network cable. There was no patient involvement.